Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
Hl20 2 pressure channel module issue. During use both pressure channels failed causing pump to stop. Machine switched out to available back up and support continued. No patient injury reported. Internal reference: (B)(4).

Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA, 45 barbour pond drive, wayne, nj 07470. Contact person- (B)(4). Complaint that device had a high pressure alarm and stopped profusion while on a patient. 7/26/2018, fst was unable to speak with the staff that were involved in the incident. At the time of the incident, cables were swapped, disposables were replaced and the pressure module itself was removed from the console and swapped with another console. Fst was asked to evaluate the pressure module from this device, but the console that fst tested on is not the device that was on the patient and had generated the complaint. The evaluation of the pressure module channel 1 & 2 is that it is working properly. Customer is getinge/maquet trained and performs regular service on this device. This service request / service report is to check out pressure module 1 & 2 only. Pressure module cleared for clinical usage. Please note that the pressure module was checked on serial number (B)(4). No parts were replaced, therefore no laboratory investigation could be performed. Most probable root cause could not be determined exactly as the failure could not be reproduced. Thus the failure could not be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Internal reference: (B)(4).